Event description:
Ufmw received reporting breakage/leakage problem with one (1) 20132-01 genie vial access device, lot# 86-765-2a. It was reported that on (B)(6) 2010 "genie vial access device broke in half while inserting it into a vial." There were no reported adverse operator consequences. Although requested, additional incident information and device return requests have to date been unsuccessful. Record analysis: a review of the mfg lot database for lot# 86-765-2a (mfg date 02/2010) shows 10,000 units were mfg. Tested, inspected and released. Conclusion: the involved device was not returned for analysis and investigation. The exact cause(s) of the reported product experience are unknown. This report and the associated information have been entered in the manufacturers database for analysis and trending.